Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an abdominoperineal proctectomy after the completion of the first firing for the rectum resection, the staples were found in a u shape in the patient's cavity and were retrieved. The device partially fired and it was found that the tissue was thick. The reload was replaced by a new one to complete the stapling. The incomplete staple line was resected and re-stapled. Additional tissue resection was required due to the issue. Reinforcement material was not used with the device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one (1) egia 45 articulating med/thick sulu opened by the account. Visual inspection of the reload noted that it was partially fired. Functional evaluation noted that the reload fired without issue. Visual and functional testing of the returned product confirmed the product, as received, met quality release specifications. A review of the device history record indicates this devices lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. Therefore, our investigation was unable to establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.